Event description:
Found IV tubing with blood backed up into it and pooled on the floor. IV was in a peripheral vein. Tubing had been primed with dopamine and was double checked and connected to pt. No apparent problems at that time. Problem was noticed five minutes later.